Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed a complete product with set screw markings confirmed on the terminal pin. The helix was slightly stretched, with evidence of entwined tissue. Resistance and pressure testing were then performed, verifying normal electrical performance and confirming the lead's insulation integrity. The helix mechanism was then tested with engineers confirming normal rotation; however due to the stretched coil, it failed to fully retract. Clinical observations were unable to be confirmed via returned product testing.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead sought medical attention due to shortness of breath. X-ray imaging confirmed the rv lead had dislodged: cardiac perforation resulting in a pericardial effusion was also reported. The lead was successfully removed and is intended to be returned for laboratory analysis. Another lead was implanted in absence of additional adverse patient effects or any further medical/surgical intervention. The patient was discharged a few days later in good condition.